Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a prostate procedure the fiber was noted to have "decrease in vaporisation / fiber lasers straight" at 42,616 joules and 5:45 minutes of use. The procedure was completed with the use of a second fiber. Patient outcome: "no injuries" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the metal cap exhibits mild detritus adhesion; the glass cap exhibits mild devitrification at the output window; the fiber cap also exhibits signs of a circumferential fracture of glass cap proximal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.